Event description:
Customer called for assistance with inserting an enlite sensor for the first time. Blood glucose reading was 251 mg/dl. The customer stated the blood glucose reading on meter would be off by 200 points or so from the actual blood glucose reading. Advised to use a different meter for calibrations. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)